Manufacturer narrative:
A supplement report is being submitted to update patient medical history; b7.

Manufacturer narrative:
The 26mm sapien 3 ultra valve was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided and the following was observed: calcification was present on the native annulus, the top of the valve struts was constrained, and the bottom struts were fully expanded. There was intra-extra paravalvular leak (pvl) and mild central aortic insufficiency (ai). A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system with s3. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for central regurgitation was confirmed from the provided imagery. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training manual revealed no inadequacies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 3 months and 18 days post tavr implant using a 26mm s3 ultra valve inside a pre-existing non-edwards surgical valve, the patient is being evaluated for a valve-in-valve procedure due to mild central aortic insufficiency" and per proctor review "the tee from (B)(6) 2023, there is moderate pvl in the same location (between right and left coronary cusps), and mild central ai. The annulus on computed tomography (CT) is calcified and the ascending aorta also as expected". Per the instructions for use (IFU), transvalvular leak or valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Per imaging evaluation and proctor review, the valve appears to be under-expanded on the outflow side of the valve. It's possible that the incomplete thv expansion prevents the valve leaflets from fully opening and allowing proper ejection fraction, resulting in central regurgitation. Likewise, there is also a loss of central blood backflow pressure due to the significant paravalvular leak. The valve leaflets require the blood backflow pressure to have full leaflets coaptation/closure, so reducing in blood backflow pressure could also lead to the central regurgitation. In this case, available information suggests that procedural factors (under-expanded valve, paravalvular leak) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Follow up indicated that the patient underwent a successful valve in valve procedure using a 23mm sapien 3 ultra resilia valve inside the 26mm tavr. Patient was sent to recovery in stable condition.

Manufacturer narrative:
The investigation is ongoing. Valve remains implanted.

Event description:
Approximately 3 months and 18 days post tavr implant using a 26mm s3 ultra valve inside a pre-existing non-edwards surgical valve, the patient is being evaluated for a valve-in-valve procedure due to mild central aortic insufficiency.